Event description:
Hill-rom received a report from a hill-rom tech stating the right siderail would not latch in the up position. The bed was located at the account in the ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech support found the latch was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the latch to resolve the issue. Based on the info, no further action is required.